Manufacturer narrative:
No UDI is available.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017 due to high, out of range pacing lead impedance and high capture threshold. The patient did not experience any symptoms and was discharged the following morning.